Event description:
In 2005, the lay patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high with control solution. The patient obtained a control solution result of 177 mg/dl on the reported meter. The patient took oral diabetes medication following use of the meter. The customer care agent (cca) confirmed that the test strips were in good condition and were not expired, the test strips had not been open longer than the discard date, or stored incorrectly. The cca asked the patient how often he tests with control solution; he replied that the meter was new. The cca walked the patient through two consecutive control solution tests which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.